Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30342323m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade during surgery was suspected. Bleeding stopped and blood pressure recovered before leaving from operation room. The physician commented that it may have happened at the time when the ablation catheter was inserted into the back of the coronary sinus (cs), but the cause was unknown. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient¿s gender is female. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is procedure. The patient¿s condition has improved. There was no evidence of steam pop. Therefore, a3. Sex field was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).